Event description:
During service, a flogard infusion pump experienced a battery low alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing identified the low battery alarm. The cause of the alarm was determined to be a damaged main battery. To resolve this issue the main battery was replaced. The device was restored to good working condition. Should additional information become available a supplemental report will be submitted.